Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25th may 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-4501, meniscal cinch¿ ii: the 1st ar-4501's anchor was set successfully but when tightening the sutures, both anchors dropped out. Another ar-4501 was changed to but the same issue happened again. This was detected during a fully endoscopic meniscal repair surgery on (B)(6) 2026. The procedure was completed successfully by using the third ar-4501. There were no patient harm and no secondary procedure needed.